Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle cannula broke off. The following information was provided by the initial reporter : the customer purchased the pen needle in the city and the sales representative reported that one needle was broken during use.

Manufacturer narrative:
Investigation summary : exec summary: samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for breaks off during use on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the investigation below and bd not able to duplicate or confirm the customer's indicated issue the root cause is undetermined and based on trend analysis no further action is required at this time. Samples returned - the customer returned 2 unused samples from same bought batch; both samples have been checked by a microscope. Both patient end and non-patient end cannula show no defect found. Pe pull force meets specification. Photos: the customer provide 5 photos of broken cannula; during investigation of the provided photos "pe cannula broken off" was observed. CAPA/sa : based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review : a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.